Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient underwent an unrelated surgical procedure on (B)(6) 2021 and the ipg was not placed into surgery mode. Troubleshooting was able to resolve the issue and ipg was able to communicate with external devices restoring the therapy.